Event description:
It was further reported that the malfunction was observed during testing. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated reflect code 4582. H10: device evaluation: one medfusion pump was returned for investigation in used condition. There was check clutch/plunger lever alarm in the event history log (ehl). The alarm was not replicated during an infusion test. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The pump, which had undergone multiple previous repairs, was scrapped.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion pump produced a check plunger error. The pump also failed occlusion testing. No patient injury or complications were reported in relation to this event.